Event description:
A false negative vitros anti-hbc (ahbc) result was obtained from an anti-hbc positive quality control fluid tested on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were tested, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a false negative vitros ahbc result was obtained from an ahbc positive quality control fluid tested on a vitros 5600 system. The vitros ahbc value recovered from the positive control was incorrectly classified as negative for ahbc. Evaluation determined no malfunction of the vitros ahbc reagent or control fluids occurred. An ocd field engineer adjusted the analyzer's well wash soak volumes to return the vitros 5600 system to nominal operation. Following this action the vitros ahbc values recovered from the ahbc positive control were correctly classified as positive. The root cause of this event was not determined. However, based on current actions taken it is most likely instrument related.